Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not turn on. The medical affairs specialist (mas) was unable to contact the pt by telephone. The mas mailed a letter to the pt as an attempt to obtain/verify info. The pt tests her blood glucose 3 times a day. She manages her diabetes with pills, diet, and exercise. The pt indicated that the alleged meter issue started on the same day, at 12 pm. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the reported issue began, the pt developed symptoms of shakiness. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: what time the pt developed the symptoms, what actions the pt took before, during, and after the symptoms developed, and what actions the pt took in response to the alleged meter issue. The reported meter issue was resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed to have developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.